Event description:
It was reported that the handpiece began overheating while the equipment was being tested. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with the rotor housing, front bearing retainer, and bearings, which were each replaced along with other components. Svc did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.